Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with multiple external devices. As such, the ipg was inoperable. The patient last charged the ipg in (B)(6) 2017. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the ipg was explanted and replaced. Effective stimulation was restored following the procedure.